Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during the trial procedure, the patient experienced intense pain in lower left back radiating down the legs. Computerized tomography (CT) scan result showed an epidural hematoma. It was believed that the event was procedure related. The patient had the leads pulled out and the patient was reportedly doing well postoperatively.